Manufacturer narrative:
On february 26, 2021, mentor became aware that the patient underwent replacement surgery with catalog number 3502350; serial number (B)(6) on the left side and with catalog number 3502350; serial number (B)(6) on the right side on (B)(6) 2021. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient experienced bilateral breast implant deflation and capsular contracture; baker grade unknown. As a result, patient underwent bilateral explantation on (B)(6) 2019. The information also stated that the patient has a pending surgery on (B)(6) 2021. The following fields have been updated on this form accordingly. - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to(B)(6) 2019. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" - clinical code "capsular contracture" has been added to field h6 this supplemental report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 325cc mentor smooth round moderate profile; catalog #: 3501650; l/n: 256848; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with 300cc mentor smooth round moderate profile and was presented with left side deflation observed per physical exam at the emergence room on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.